Manufacturer narrative:
Reporter institution phone number: (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the monitor showed a saturation of 79% without triggering the alarm. The bedside monitor was noted to be functioning as expected. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported by the customer that both central monitors on ward 3 suddenly could not be seen anymore, as both went black, and the electrocardiogram (ECG) tones and alarms could still be heard. Both monitors then both shut down one after another but went active quickly again with red writing and an update. As the monitor went black again with sounds being audible, patient data started to come one after another. The monitor then showed a saturation of 79% with h. Xxxxx without triggering the alarm. The device was in clinical use but no patient or user was harmed at the time the issue was discovered.